Event description:
This is a spontaneous nurse report from the (B)(6) of bacterial peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the nurse stated that on an unreported date in 2010, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized for the peritonitis. Treatment information was not provided. It was not reported whether pd therapy was ongoing. On (B)(6) 2010, the patient was discharged from the hospital. The patient was recovering fro the peritonitis. The nurse had no further information.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused by the patient connecting the patient line extension after priming was complete. The homechoice patient at-home guide instructs patients on properly connecting the patient line extension. The lot number is unknown therefore a batch review was not performed. This review found the labeling adequate for the potential use error in the complaint. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. Gts explained that a large amount of air had entered into the disposable set and had the patient cycle power. Gts then explained that therapy had ended and that he would need to start over with new supplies. Gts advised the patient that when he connects the bags, he also needs to connect the patient line extensions prior to priming. No injury or medical intervention was reported. Product surveillance contacted the patient. The patient stated he did not notice anything unusual at the time of the error and no lot number was available. The patient was able to resume therapy with new supplies. The patient stated his nurse was not aware of the error and that he was currently using the hc for therapy.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.